Event description:
It was reported that during a laser lithotripsy procedure for kidney stones, upon starting the laser, the fiber broke. The procedure was completed with another fiber without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, the device was thoroughly analyzed. Visual examination of the fiber identified the fiber was broken in two pieces. Also, it was detected that the fiber connector was damaged. A partial body break or kink could have occurred during use and when it was inserted into the scope and fired it led to the fiber break. It is likely that procedural handling and procedural conditions of the device during set-up and use contributed to the fiber body break and tip break, leading to the reported event. The reported fiber break was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a laser lithotripsy procedure for kidney stones, upon starting the laser, the fiber broke. The procedure was completed with another fiber without patient complications.